Event description:
The pt rec'd the scs system on (B)(6) 2010. It was reported that his ipg is giving a false charge indication and requires frequent charging. In an effort to resolve this matter, a replacement charging system was sent to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.